Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this non-boston scientific representative contacted boston scientific¿s technical services on (B)(6) 2018. The technical service¿s consultant was notified of an extraction procedure. The reason for the extraction procedure was unknown. Boston scientific received information from the local representative that this implanted system was explanted due to systemic infection. The device and right ventricular (rv) defibrillation lead cannot be retrieved for return. There were no reported patient adverse effects as a result of the extraction procedure.